Manufacturer narrative:
(B)(4). Final analysis found an integrated circuit anomaly which resulted in the reported communication anomaly.

Event description:
It was reported that the pulse generator could not be interrogated. No patient symptoms were reported. The device was explanted and replaced due to normal battery depletion.